Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The a1, e2/e3 and g fields were corrected based on information available at the time of the initial submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the device during user handling causing the electrical components to be damaged and the no image occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use : precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system :inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope had a temporary image loss, loses picture, can see the pic when straight during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. In addition, the following non-reportable malfunction was found during device evaluation: multiple heavy dents in the insertion tube. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.